Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the brush was in the common bile duct, the nurse was ordered to expel the brush. During the second brushing, the wire of the brush was kinked and it was not possible to use the device anymore. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the brush was in the common bile duct, the nurse was ordered to expell the brush. During the second brushing, the wire of the brush was kinked and it was not possible to use the device anymore. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual analysis of the returned device showed that the brush was retracted upon receipt. The catheter was torn 2 cm at the distal end of the strain relief and a section of pull wire protruded from the tear. The handle cannula was bent 5 mm from the distal end of the orange thumb ring and the working length of the device was kinked in several locations. A functional analysis was not performed due to the condition of the returned device. The catheter was cut to expose the brush, but the brush was not present; the brush was likely removed to obtain the biopsy sample due to the absence of the brush, the complaint that the brush wire was bent could not be confirmed and the root cause of that event could not be determined. However, review and analysis of all available information indicated the most probable root cause for the defects identified on the handle cannula and working length is 'operational/physiological context'. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: brush bent. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.